Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarm was noted during testing. Numbers were not ramping on their own and the scroll bar did not move around on its own. All operating currents are within the specification and no unexpected low battery, battery out of limit or off no power alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners and a cracked reservoir tube lip.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed with a button error. The customer also received a battery out limit alarm, after removing the battery. Troubleshooting could not be performed for that alarm, as buttons were not responding. Customer's blood glucose was 167 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.